Event description:
Procedure: total lap hysterectomy and bilateral salpingectomy. According to the reporter: out of 4 reloads, 2 of the needles broke. The 1st time the needle broke, both pieces were found. The second time it broke, a small 2 mm piece of needle could not be found. The pt was irrigated post procedure. Six days later the pt underwent a CT scan but nothing was located.

Manufacturer narrative:
(B)(4).